Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The devices memory content was analyzed revealing no anomalies. The device was successfully interrogated with a clinical programmer. The communication was stable at a distance of 5 cm from the programmer head. The root cause for these problems could not be determined conclusively. Finally, the implant was subjected to an electric test, which confirmed the devices functions to be as specified. There was no indication of a device malfunction. In summary, the device could be interrogated with a clinical programmer without any issues. The root cause of the reported interrogation problems could not be determined. It cannot be excluded that external influences, e.g. Electromagnetic fields, contributed to the clinical observation.

Event description:
This device was explanted due to it could not be interrogated after it was implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.